Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed a low battery status prior to implant. The device was not used and will be returned for analysis.